Manufacturer narrative:
Date sent to the FDA: 11/18/2016. (B)(4). Additional information was requested and the following was obtained. No needle fragment was left in the patient.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a coelioscopy procedure on unknown date and the suture was used. During introducing a needle into the endoscope, the needle broke without exerting any force on it and a piece of needle stayed locked in the paraspinal muscle. Another like suture was used to complete the procedure. It was also reported that x-ray was taken to locate foreign bodies at the thorny of l3, bent needle. The day after the procedure, the patient underwent a re-operation and the needle was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: your email from nov 18 indicates that: no needle fragment was left in the patient. Please clarify: was the needle fragment removed during the initial surgery? No. Was the needle fragment removed by surgery the day after? Yes. Actual sample returned consisted of a partial suture with attached partial needle with broken off appearance. The broken off counterpart of the needle was not returned for evaluation. During visual inspection, the needle piece presented several instrument marks in the break point area and directly at the break point. No material or manufacturing defects could be observed at the break point. The cause of the needle breakage could not be determined.